Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the event cannot be conclusively determined. Probable cause likely that connecting tube could not connect because yellow connector was broken. It may have been due to the user added some impact to the connector and/or accumulated stress to the connector toward loose direction. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. The root cause can be attributed to user handling. IFU (instructions for use) states: check the following for each connector. The connector should be fixed firmly . The o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was not returned for evaluation. In a follow up response, the reporter stated that the device was back in service. The reporter did not provided further details as to how the issue was resolved. To date, there was no patient issue was reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a preventive maintenance (pm) on the oer-pro the auxiliary water/elevator wire channel connector was found to be broken. There was no patient involvement on this report. No user harm or injury was reported.